Manufacturer narrative:
Device received with partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Device received with cracked battery tube area. Device received with moisture damage on motor assembly and corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not pump working since the partial display. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned be for the analysis.